Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received and evaluated. Visually, no anomalies were evident on the device. All components seem intact and function as intended. An expressew iii needle was inserted in the complaint device and tested on a sample rubber strip. The needle deployed successfully, passing suture through the rubber strip. This procedure was repeated several times to confirm the suture passer performed as intended. The reported failure cannot be confirmed and we cannot discern a root cause at this time. However, a potential root cause can be grabbing an excessive amount of tissue between the suture passer during a procedure makes it difficult for the needle to deploy. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that there were no issues during the manufacture of the product that would have contributed to this complaint condition. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices with the product code that were released to distribution. At this point in time, no corrective action is required and no further actions is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a rotator cuff procedure, it was observed that the needle on the customer's expressew iii w/o hook would not deploy. The needle was loaded properly. The replaced the device with another like device to complete the procedure. There were no patient consequences. It was not reported if there was a delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: d10: the date device returned to manufacturer was inadvertently left blank on the initial report. It has been updated to reflect the correct information. H6: method codes, result codes, conclusion codes: upon further investigation, it was determined that the method codes, result codes and conclusion codes were inaccurate on the initial report. The method codes did not involve a historical data analysis. The result code was there no device problem found while the conclusion code was there was no problem detected. All fields have been updated accordingly to reflect the correct information. Investigation summary ==> the complaint device was received and evaluated. Visually, no anomalies were evident on the device. All components seem intact and function as intended. An expressew iii needle was inserted in the complaint device and tested on a sample rubber strip. The needle deployed successfully, passing suture through the rubber strip. This procedure was repeated several times to confirm the suture passer performed as intended. The reported failure cannot be confirmed and we cannot discern a root cause at this time. However, a potential root cause can be grabbing an excessive amount of tissue between the suture passer during a procedure makes it difficult for the needle to deploy. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that there were no issues during the manufacture of the product that would have contributed to this complaint condition. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices with the product code that were released to distribution. At this point in time, no corrective action is required and no further actions is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.